Event description:
Information received from the article: cohen et al. Delayed complications after flow-diverter stenting: reactive in-stent stenosis and creeping stents. Journal of clinical neuroscience 21 (2014): 1116-1122. (Http://www.sciencedirect.com/science/article/pii/s0967586813006449). Medtronic (covidien) received information regarding a manufactured product and adverse events. 18 patients were treated with pipeline embolization devices. No procedure related ischemic or hemorrhagic complications occurred. No patients developed parent artery occlusion during the acute stage or during follow-up stage. Seven patients developed in-stent stenosis at first angiographic follow-up. All patients were asymptomatic and managed with observation with no change in antiplatelet regimen or other intervention (6 patients developed mild in-stent stenosis and 1 patient had a moderate degree of in-stent stenosis which was stable on follow-up angiography). It was found that stent creeping and end tapering are unusual findings with the potential for delayed clinical complications. In-stent stenosis, with a unique behavior, is a frequent angiographic finding observed after flow-diverter stent implant. The stenosis is usually asymptomatic; however, close clinical and angiographic monitoring is mandatory for individualized management.

Manufacturer narrative:
The report was created to capture the in stent stenosis. The information was received from the article: cohen et al. Delayed complications after flow-diverter stenting: reactive in-stent stenosis and creeping stents. Journal of clinical neuroscience 21 (2014): 1116-1122. (Http://www.sciencedirect.com/science/article/pii/s0967586813006449). The device will not be returned as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).